Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia around 300 mg/dl for approximately three hours while using the ilet with an inset teflon infusion set; no leaks were observed, and alerts for glucose above 300 mg/dl occurred for over 90 minutes. Symptoms included hyperglycemia without loss of consciousness, dizziness, dka, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and eventual return of glucose to 123 mg/dl after an infusion set change. Investigation included troubleshooting and user education, including guidance to inspect and replace the infusion set and to observe post-change glucose trends. Investigation of this case revealed a bent teflon cannula upon removal, consistent with an infusion set/cannula issue affecting insulin delivery and resulting in high glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited evidence beyond the identified bent cannula and the issue resolved after set replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.